Event description:
Balloon rupture, no patient injury

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The physician has watched the lead connecting video.

Manufacturer narrative:
The 1/14/10 customer report was confirmed. Blood was visible underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. As unit received into lab catheter body was kinked at 53cm proximal from the tip. Unit is sent to accellent for further evaluation. The 2/2/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually the device has a sharp kink in the shaft; however the kink does not affect the way the device functions. Water was introduced through all of the device lumens and the water flows from where is should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.